Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code: ischemic heart disease.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On the same day, it was reported the patient experienced having a ¿big, red x¿ on her tandem insulin pump and was not receiving any cgm readings. The patient took her bg meter reading, and it was 503 mg/dl. At an unspecified time after testing the bg meter reading, the patient collapsed and had a heart attack. It is unclear how long the patient had not been receiving cgm readings prior to this event. The patient¿s mother called 911. An ambulance arrived and transported the patient to the hospital. The patient did not want to disclose the treatment she was provided while hospitalized. The patient was discharged home on (B)(6) 2023. At the time of contact, it was indicated that the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.